Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative replaced the hard drive, reloaded the software, and replaced the touch screen monitor. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not save images, and the touch screen monitor would freeze. No pt injury was reported.